Manufacturer narrative:
Reported event of stent difficult to remove. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stenting procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 30 mm benign stricture with 20% stenosis and mild tortuosity. On (B)(6) 2014, during a planned stent removal, the physician could not remove the stent. The physician implanted another covered stent within the first stent. On (B)(6) 2014, the physician had difficulties removing the stent and used a lithotripter to remove the stent. Reportedly, the second stent was removed together with the first stent. There were no reported patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.